Event description:
It was reported that the right ventricular (rv) defib lead integrity alert (lia) due to high defibrillation impedance. It was also noted that there have been slight impedance changes over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.